Manufacturer narrative:
The returned battery passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed multiple power-up events on the same date, involving this battery. Power-up events could be indicators that both power sources were disconnected from the controller at the same time or that there was a malfunction affecting communication between controller and battery. Additionally, an incidental finding of several premature battery switching events was made. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Analysis of the device revealed that the device met specifications. These incidents appear to be the result of a physical disconnection of power supplies or a communication anomaly between the controller and the battery. The reported loss of power was observed during log file analysis; however, no failure was detected during testing. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of four reports (3007042319-2015-00737, 3007042319-2015-00738, 3007042319-2015-00739, 3007042319-2015-00740).

Event description:
Vad coordinator reported that the patient experienced one no power alarm. Log file analysis did not reveal any alarms but did show motor start events. Two batteries were exchanged and are being returned to the manufacturer for further evaluation. There was no patient injury as a result of the event. Investigation is ongoing. This is report 2 of 4.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the controller and the primary controller that is in use. The device(s) listed in this report is (are) used for treatment, not diagnosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is one of four reports (3007042319-2015-00737, 3007042319-2015-00738, 3007042319-2015-00739 and 3007042319-2015-00740) submitted for devices related to the same event. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(4) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 12 of 117.